Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00016. It was reported the patient experienced random unpleasant sensations on his right side. The issue was reproduced by the physician upon palpation of the extension to ipg site. Subsequently, surgical intervention was undertaken to explant and replace the ipg and extension. During the procedure, the physician reported broken sutures at the ipg site which resulted in the ipg moving freely in the pocket. In addition, the extension appeared to be bent. The issue has resolved following the procedure.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00016.